Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading close to 300 units using insulin pens. Additionally, it was reported that the customer did not perform the air removal step. The customer's blood glucose level was 93 mg/dl. Tandem technical support educated the customer on the proper load technique. As the customer did not have additional supplies at the time of the call, the customer confirmed that a new cartridge would be loaded onto the pump, and declined further follow-up from tandem technical support.